Event description:
During a gastrectomy procedure, the retaining pin was not aligned and the staples did not form properly. The surgeon applied another device to resect the malformed staple lines. The pt's status is satisfactory.